Event description:
It was initially reported that the physician¿s handheld would not turn on. The company representative went to the site and the handheld was unplugged when he arrived. When it was plugged in and it would not turn on and did not appear to be charging. It was possible that the battery was completely depleted but there was not known at the time of the call. All connections were reported to be secured. Review of the handheld computer device history records confirmed all quality tests were passed prior to distribution. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.